Event description:
Pt is a physician with a weight problem, so they had the gastric banding in 2002. After one and a half years reporter developed a mass with redness where the reservoir was located. Reported required surgery and the surgeon found that the band had perforated the stomach, colon, created a fistula and peritonitis.